Manufacturer narrative:
(B)(4). Use after expiration you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of (B)(4) 2011, which is 24 months from the date of manufacture ((B)(4) 2009), as specified in the promus everolimus eluting coronary stent system product specification. This confirms that the product was labeled correctly, and based on the reported information the product was used approximately 2 months past the labeled expiration date. It should be noted that the promus instructions for use states: do not use after the use by date. Although the exact cause of why the product was used after expiration could not be determined from the reported information, it appears that use error likely contributed to the reported incident. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that a 4.0x18 rx promus stent was implanted in an unspecified vessel on (B)(6) 2011. Reportedly, the stent expired (B)(6) 2011. The physician did not know that the stent was expired until after the stent had been implanted. There have been no adverse patient effects. No additional information was provided.